Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed for a digestive system bleed on (B)(6) 2013. According to the complainant, the patient went to emergency for a digestive system bleed. The physician wanted to stop the bleeding by using a speedband device, but the bands were entangled and could not be put in place. Another speedband superview super 7 device was used to finish the procedure and stop the bleeding. Although the procedure took some extra time, no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed for a digestive system bleed on (B)(6) 2013. According to the complainant, the patient went to emergency for a digestive system bleed. The physician wanted to stop the bleeding by using a speedband device, but the bands were entangled and could not be put in place. Another speedband superview super 7 device was used to finish the procedure and stop the bleeding. Although the procedure took some extra time, no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
Examination of the ligator head found four bands moved out of position. A fifth band was broken and caught under two other bands, and a sixth band was broken and stuck on residue inside the ligator head. The ligator teeth were found to be damaged. Additionally, the suture was broken and the proximal section was attached to the trip wire loop. The suture was most likely broken during removal of the device from the scope. During the evaluation, the handle knob was rotated 180º and an audible click was heard. Further examination of the device found that the trip wire was not secured in the handle assembly slot; the trip wire did appear to be secured at some point prior to receipt. Failure to tighten the trip wire could ultimately impact the deployment activity of the bands. If slack was present in the tripwire during the procedure, it could cause the thread to move over the ligator teeth without deploying the bands properly, and damage the ligator head teeth, as found with this device. It cannot be confirmed that the trip wire was not secured properly during use, therefore the root cause of the reported failure was not able to determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.